Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving two separate products; associated MDR #'s: 1225714-2013-01286, 01287, 01289.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2010 and subsequently expired on (B)(6) 2010 after the use of the product.